Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -10.5/1.5/088 was explanted from the patient's eye due to wrong size. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3: device evaluation - lens was returned in vial in liquid. Visual inspection found haptic torn. Unable to perform dimensional inspection due to lens damage. Claim# (B)(4).